Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed an external fluid leak from the drain bag sealing. The reported condition was verified. The cause was supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: b)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available for inspection, however a picture was provided. Visual inspection of the picture observed an external fluid leak from drain bag sealing. The reported condition was verified. The cause was a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hours into treatment with a prismaflex st100, a leak was observed from the effluent bag. There was no patient injury or medical intervention associated with this event. No additional information is available.